Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was off and the programmer wouldn't communicate with the ins. The recharger didn't power on and the patient was instructed to recharge it. An overdischarge was suspected. The hcp called back after recharging the recharger. Recharging statistics were then pulled and they indicated the last recharge date was on (B)(6) 00. The hcp scrolled through the second line and there was nothing. The recharger stats indicated the patient has not recharged using the recharger. The patient had stopped using the device because they were getting shocks from the system. A rep met with the patient and they were unsure when the last recharge was. The device was brought out of overdischarge and put into MRI mode so the patient could have an unrelated diagnostic scan. The issue was said to be resolved. No further complications were reported.